Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: only could visualizer the left side, switched configurations sand only showed right side. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a an issue with the ccu. For example would be a bad digital board on the ccu. Not fully seated fiber would be another example.

Event description:
It was reported that the device did not illuminate correctly. The procedure was completed successfully.